Manufacturer narrative:
Baxter identified the issue during the servicing and evaluation of the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the identified condition of system error 345 and found to be caused by a failed upstream thermistor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the servicing of the device, baxter-medina evaluation staff identified that a spectrum pump a system error 345 (thermistor disparity) alarm. There was no patient involvement associated with this event as it was identified during in-house service. No additional information is available.